Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. The subject device was tested with multiple different olympus scopes and evaluators found that the auto gain/brightness function was working properly. The light intensity of the led unit was also checked and was found operating within standard. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the light control on his olympus video system center was not functioning properly during a gastroscopy procedure. According to the initial reporter, the image was brighter and he was not able to diagnose. Reportedly, he managed to complete the procedure using the subject device but with some brightness difficulties. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The reported event (dimming function did not work properly) was unable to be duplicated during the device evaluation. Based on the results of the investigation, the root cause of the dimming function not working properly was unable to be identified. Olympus will continue to monitor field performance for this device.